Manufacturer narrative:
A replacement glidescope titanium video cable was provided to the customer. The titanium video cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned titanium video cable and confirmed the reported image issue. The technical service representative reported that the titanium video cable was missing a connector collar from one end. Because of the damage, technical service was unable to connect the video cable to known, good, test equipment. The camera image quality test was performed and failed. The technical service representative attributed the image issue to the damaged connector. Since the glidescope titanium video cable is not repairable and a replacement was already provided to the customer, the glidescope titanium video cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope titanium reusable & spectrum single use operations & maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the cable was damaged. If the cable was moved, the image would go in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.